Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo13.7, -11.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.